Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a band ligation procedure performed on (B)(6) 2023. During the procedure, after deploying the first two bands successfully, the third band was attempted to be deployed; however, the fourth band was pulled by the wire. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved from their position.